Event description:
It was reported that the customer opened a gamma nail and the screw was missing from the package. It was reported that a second gamma was opened and used.

Manufacturer narrative:
If additional information is received it will be reported on a supplemental report. Device will not be returned.